Event description:
Physician was trying to remove the shaft and balloon from the patient and it sheared off. The balloon and shaft piece remained on the wire and inside the patient. The balloon was retrieved and the patient was unharmed.

Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.